Event description:
It was reported the pt experienced intermittent stimulation and a shocking or jolting sensation following a programming adjustment. The pt's mother stated that immediately after the settings were increased, the pt started feeling an undesirable sensation (very strong tingling) on the left side, under the arm and armpit. The stimulation would start and stop through the weekend. The pt went back to health care professional three days later and had emergency surgery two days later. The pt's device and lead electrode contact were revised. The pt has had no further issues since the revision. Additional info has been requested from the hcp, but was not available as of the date of this report.